Manufacturer narrative:
Concomitant medical products: d314drg, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right atrial (ra) lead exhibited undersensing. The event was reviewed by the patients physician which indicated the ICD had misdetected the arrhythmia as a fast ventricular tachycardia (fvt) and inappropriately delivered therapy. Reprogramming has been completed and the device and lead remain in use. No further patient complications have been reported as a result of this event.